Event description:
A remstar auto a flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third party service center the foam particles were found inside the blower kit and blower foam degradation was noted. Additionally, the service technician found error codes e25 err_motor_thermistor_open. E63 err_stuck_knob_key, e65 err_stuck_encoder_a as well as e94 err_rtc_stop on the device logs and a dust contamination was present. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21cfr part 803 as it meets the criteria.